Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with vein approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the forearm. After a non-bsc sheath and guidewire passed, a 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 4 atmospheres, a pinhole was noted and unable to inflate. The procedure was completed with another of the same device. No patient complications were reported.